Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the unit not powering up and the power supply was therefore replaced. It was additionally noted that the system fan was noisy and it was also replaced. The hard drive was reconfigured and the software reloaded and updated and the device passed final functional and systems tests with no other anomalies found. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. No patient complications have been reported as a result of this event.